Event description:
Event description guidant received information that this implantable transvenous defibrillation lead delivered an inappropriate shock for noise on the ventricular rate/sense channel. A chest x-ray revealed that the lead had dislodged approximately 3 days post-op.